Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1g, route, duration and frequency not reported) and fortum (1g, route, duration and frequency not reported) for peritonitis. It was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information is available.